Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 and a possible overdelivery anomaly. The customer reported no adverse events. The event involved product(s) mmt-1884. The troubleshooting was performed and the customer was able to clear the error and fill the cannula. The delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed the self-test. The customer was not using the quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0872 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Unable to confirm bolus delivered due to data not covering event date in history file. Pump error 53 occurred on 05/02/2024 10:55 in history file. Found of evidence of moisture damage on pcba1 and force sensor. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, stained and faded serial label. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. Pump error 53 is confirmed due to being found in history file and due to hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.